Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that a fenestrated bipolar forceps instrument had a broken conductor wire. It is unknown at this time when the issue was identified. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument damage was found when the instrument was outside of the patient. There was no injury to the patient. There was no fragment that fell into the patient. The customer was unable to provide further information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.